Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of ojr412 optiflow junior 2 nasal cannula was detached from the cannula tube joint. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Method: the subject device, ojr412 optiflow junior 2 nasal cannula was returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the evaluation of the returned device, information provided by the healthcare facility, and our knowledge of the product. Results: evaluation of the returned device confirmed that one of the tubes was detached from the cannula end. Additionally, part of the tubing was observed to be slightly stretched. Conclusion: based on the evaluation of the returned device, information provided and our knowledge of the product, it is most likely that the reported event resulted from the cannula being subjected to excessive force. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the subject device ojr412 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of ojr412 optiflow junior 2 nasal cannula was detached from the cannula end. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Method: the subject device, ojr412 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for investigation. Our investigation is thus based on the information provided by the healthcare facility, and our knowledge of the product. Results: a healthcare facility has reported that the tubing of the subject device was detached from the cannula tube joint during use on a patient. There were no reported consequences. Conclusion: without the subject device returned for an evaluation, we are unable to determine the exact cause of the reported fault. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the subject device ojr412 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application, this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of ojr412 optiflow junior 2 nasal cannula was detached from the cannula tube joint. There was no reported patient consequence.